Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The device history record could not be reviewed as the lot number was not reported. This is a known potential adverse event addressed in the product labeling and risk management file. Lumps and bumps appearing just after administering an injection is likely the result of an uneven distribution of a product that has been injected too superficially or in too large a quality. The effect is temporary. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. Complaints: eus: (B)(4).

Event description:
The patient received an injection of evolysse smooth into the lips on (B)(6) 2025. The initial procedure did not achieve the intended aesthetic outcome, as asymmetry and drooping were observed in the lower lip. To address these concerns, 0.55cc of evolysse form was administered to the bottom lip on (B)(6) 2025. On (B)(6) 2025, two weeks following the subsequent injection, the patient reported the presence of lumps in the lips.